Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose ranged from 400-500 mg/dl. During a pump system check, a new cartridge was loaded and a minimum fill notification was received. Customer reverted to an alternate pump for insulin therapy.